Manufacturer narrative:
(B)(4).

Event description:
It was reported that a little less than two months after implant this right ventricular (rv) lead was explanted and replaced due to no capture. The lead was returned for analysis. The patient was not dependent, thus no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The complete lead was returned. Visual inspection revealed, slightly deformed conductor coils that were likely induced at explant. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed with no anomalies to the conductors. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the report of loss of capture a few months after explant. 3191 code was used to denote surgical intervention.

Event description:
It was reported, that a little less than two months after implant. This right ventricular (rv) lead was explanted and replaced, due to no capture. The lead was returned for analysis. The patient was not dependent, thus no additional adverse patient effects were reported.